Event description:
It was reported the pt had increased pain and intractable nausea and vomiting. The pt was hospitalized, and droperidol was added to the concentration of medications in the pump. The infusion rate was increased without achieving any pain relief. The catheter was coiled behind the pump in the abdominal wall, and a portion of the catheter was replaced. The pt recovered without sequela. Two weeks later, the pt died secondary to a metastatic neuroendocrine tumor of the uterus. The medications being delivered via the device system were dilaudid, droperidol, bupivicaine, and compounded baclofen.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.